Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the o2 is leaking through the oxygen manifold. The v60 unit was in the installation process, therefore, there was no patient involvement..

Manufacturer narrative:
Oxygen manifold was visually inspected and no signs of damage or contamination were found. The received part was tested. The failure was replicated, one check valve remained open when the manifold was pressurized. The check valve was disassembled and its poppet found to be stuck, it was not moving when orienting the valve in different directions. The poppet was removed and examined. It had rough spots on its surface, likely residues from manufacturing. The valve shaft had a smoother surface zone near the hose connector and a rougher surface further inside which may have contributed to the poppet getting stuck. After breaking free the poppet, the valve was re-assembled and tested, this time all inlet valves passed all testing.